Event description:
A healthcare facility in connecticut reported that the pressure on a rd900aeu neopuff infant resuscitator does not rise above 25. There are no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Section d4: lot number details were not provided by the customer. Section d4: UDI details are not provided by the customer. Section h4: device manufacturer date details were not received from the customer. Method: the subject device, rd900aeu neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre where it was performance tested by a trained f&p service technician. Our investigation is thus based on the information provided by the f&p service technician, the information provided by the healthcare facility and our knowledge of the product. Results: evaluation of the service report revealed that the pressure reading in the subject device was not accurate. It was further observed that the pressure knobs were damaged. Conclusion: the observed damage to the pressure knobs would result in the pressure not increasing above 25. The neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition, the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff". As mentioned, the neopuff technical manual states the following:- dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in connecticut reported that the pressure on a rd900aeu neopuff infant resuscitator does not increase above 25. There are no reported patient consequences.